Event description:
During oasys surgery when the surgeon tightened the screw of the transverse connector, the transverse connector broke. He used other transverse connector and finished the surgery.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be available following an engineering eval.